Manufacturer narrative:
The insulin pump was received stuck in the critical pump error open book image and unable to download due to moisture damage on all electronic assemblies. Moisture damage was found on the motor home switch and corrosion was also found on the force sensor assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. The insulin pump had scratched casing, minor scratches on the lcd window, scratches on the display window cover, pillowing keypad overlay, cracked select button on the keypad overlay, damage keypad overlay texture and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a critical error. Customer stated that there was a red x on the display. Blood glucose level at the time of the incident was 195 mg/dl. The customer also reported that an additional alarm followed the critical error. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.